Event description:
Patient reported experiencing severe pain in the left eye. The patient presented to a local emergency room for evaluation. The patient was diagnosed with a corneal abrasion in the left eye and referred to an ophthalmologist. The patient was evaluated by an ophthalmologist the same day and diagnosed with "marked iritis with peripheral corneal ulcer at 7 0'clock" in the left eye and prescribed tobradex drops and cyclopentate. The patient also self medicated with vicodan for pain. The patient did not present for scheduled follow up 3 days later.